Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. These data were queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes clinical obtained by medtronic as part of this retrospective observational study for the stainless steel (ss) spinal system. The clinical data summarized in this report were extracted for analysis on (B)(6) 2020. As per this clinical evaluation report, it was reported that the patient presented with stenosis; and underwent a 1-level transforaminal lumbar interbody fusion (tlif), and a 9-level (t9-s1) posterior spine fusion procedure. This patient was implanted with a spinal construct that consisted of ss multi-axial screws and 5.5 hex-end ss rods to provide posterior support and temporary fixation until fusion occurs and a peek interbody at l5/s1. At 12-months postoperative, the radiographic notes indicated a haloing of the s1 screws and a non-union at l5/s1. The patient underwent a revision bilateral hemi-laminectomy (l5-s2) at 18 months post-operatively with hardware removal due to spinal stenosis and spondylosis. At 24 months post-operatively, the radiographic notes indicated a stable fusion construct with appreciable bone consolidation across the interbody at l5/s1. The patient reported continued lower back and lower extremity pain at 3 and 6 month follow-up, but reported improvements over pre-operative levels and improved quality of life. At 12 months post-operatively, the patient reported increasing lumbosacral pain, consistent with the findings of a non-union at the l5/s1 disc space. Fusion success rate can be impacted by a number of factors not controlled in this study, including but not limited to: patient bone quality, surgical technique (e.g. Endplates preparation), interbody device, and use of biologic/grafting material. Overall, in this case report, while the patient reported early improvements following surgery, he ultimately developed a pseudarthrosis and potential screw loosing at s1, requiring a revision surgery.